Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported "shutdown when auto filling" and found the unit to have a loose pressure hose in the compressor assembly. The fse reseated the unit and tie wrapped, then performed a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) was shutting down. There was no patient involvement, and no adverse event reported.